Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the active probe could not be recognized by the navigation system. It was noted that a passive probe was used to complete the procedure. There was a reported delay to the procedure of 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.